Event description:
Event description guidant received information that a patient with this ICD presented at the emergency room with shortness of breath and an accelerated heart rated on the evening of july 23, 2005. The device was found to be pacing at the upper rate limit and it was latched in this position. The device was unable to be interrogated. The atrial tachy electrogram storage had been reprogrammed from 50% to 0% at an earlier date. The device was subsequently explanted and returned to guidant for analysis. No adverse patient symptoms were reported.